Manufacturer narrative:
Product complaint # ==> (B)(4). The device features signs of use such as surface marking. However, the device featured no signs of migrating or backing out. No other damage was noted. No postoperative x-ray images were provided. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the device migrating/backing out postoperatively cannot be determined from the sample and information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient had l4-5 direct lateral interbody fusion 7 days prior. The patient began having leg/hip flexor weakness and came to the emergency room. It was determined that the cage had migrated. There were unknown patient consequences. The patient require revision surgery on (B)(6) 2019 due to cage migration. This complaint involves one (1) device.